Event description:
It was reported that the patient implantable cardioverter defibrillator exhibited inappropriate shock due to the misinterpretation of signal. Programming changes were performed. The patient condition was unavailable.